Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice during dwell four of six. The patient noted that all the appropriate supplies and techniques were being utilized during therapy. This event did not involve a patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.